Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 350 mg/dl with abdominal pain, difficulty waking up, and polydypsia associated with an occlusion issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the occlusion sensitivity was set to high and the bolus delivery speed was programmed to slow. Cts determined that the patient was using the infusion set per its instructions for use and this had occurred with multiple supplies. This complaint is being reported because the patient allegedly experienced hyperglycemia because of multiple occlusion alarms.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/15/2015 with the following findings: the black box began on (B)(6) 2014. Due to continuous use of the pump, the black box data and pump histories for the event on (B)(6) 2014 have been overwritten. There were no occlusion alarms observed in available alarm history or black box. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and found to be delivering within required range. The pump was exercised for 24 hours with no occlusion alarms duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.